Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced numbness in the left heel post index procedure. Additional information also clarified that the patient has not been treated for the thrombosis in the left limb; this was confirmed by the physician.

Manufacturer narrative:
Review of returned cta¿s from 3+ years post-implant revealed that an endurant stent graft system was implanted in the patient, who currently has a 5cm right common iliac artery aneurysm; no aaa. The bifurcate ipsi limb was placed up the left side, positioned proximally just below the lowest left renal, and extended with a limb into the distal portion of the left common iliac artery. The contra limb was placed into the right common iliac aneurysm, and was extended with another limb into the right external iliac artery. The right internal iliac had been occluded. Beginning at the bifurcate flow divider, the ipsi limb and left extension were 100% occluded. Distal flow on the left side resumed at the left iliac bifurcation. The contra limb was patent. The proximal stent graft od measured 23mm just below the renals, 2cm lower was 24mm, and at the level of the flow divider narrowed down to 20 x 22mm. Neither limb were acutely angulated; however, beginning just below the flow divider the left/ipsi limb + extension were compressed. The left limb(s) ID measured 6mm just below the flow divider, and 2cm below the flow divider near an area of aortic calcification, narrowed down to <(> <<)>4mm. Within the left common iliac artery the left limb extension opened up to 18mm ID. The right contra limbs were slightly compressed (8mm minimum) within the abdominal aorta, but remained patent. The contra limb ID was 15mm within the aneurysm and 14mm in the distal rcia. No endoleak or other stent graft issues were seen. The exact cause of the left limb occlusion could not be determined from the films provided. However, it is possible that the left limb compression seen within the small and calcified abdominal aorta may have contributed. Pre-implant anatomy is unknown and earlier post-implant images were not available for review and comparison. There is currently no aaa, and it is unknown if the patient had an aaa at implant, and if the aneurysmal rcia may have expanded during the implant duration. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Images during the reported unknown type treatment which resolved the occlusion were not provided.

Manufacturer narrative:
Reference: sus voluntary event report number mw50161587.

Event description:
Additional information was received for this case. Additional information received confirmed that the stent grafts implanted on the left side were compressed. It was stated that the stent grafts implanted on the right side have caused the stent graft compression on the right side.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. It was reported that the patient presented unable to use the left leg. The CT showed there was a thrombosis in the limb resulting in decrease in blood flow. The physician stated the cause of the event is unknown. The patient received an unknown type of treatment and the event was resolved. No additional clinical sequelae were reported and the patient is fine.